Event description:
A monarch connector was used to connect the existing 5.5 ti rod from t10 - pelvis to a second ti 5.5 rod from t3-l0. After 2 weeks, the surgeon reports that the patients x-ray shows the rods bilaterally slipping cephalic (toward head). The rod is still intact and no immediate action is being taken. As this could result in surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Review of the images provided do not show any gross loosening of the connector. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.